Manufacturer narrative:
Investigation summary: three (3) samples were received for evaluation. All three (3) have the plunger rod-rubber stopper all the way down. The samples were tested for sustaining force by pulling up the plunger rod- rubber stopper to the 10ml mark. They were tested three (3) times each: sample1. 12.95n, 13.05n, 13.05n; sample2: 17.25n, 17.30, 17.30; sample3: 14.90, 15.30, 15.20. Sustaining force specification is<20n. Readings from samples are within specification therefore failure mode is not verified and root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the second complaint for the lot# 8046825 for the same defect or symptom. First complaint (B)(4). There was no documentation of issues for the complaint of batch 8046825 during this production run.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was "difficult to push".